Event description:
It was reported by the patient that she underwent a sling procedure and rectal repair in 2009. Following the procedure, the patient experienced retention and was discharged home with a catheter. She developed a hematoma around the operation site and complained of pain, infections, and generalized illness. The patient was seen by a physician who did a urethral stretch which was unsuccessful and still experiences repeated infections and retention. The patient had agonising epigastric and supra-pubic pain as well as tendonitis in the gluteal muscles. She sometimes experiences frank hematuria, which she did after lifting heavy boxes. The patient stated she had me type symptoms and experienced swollen legs but the reason is unknown. The patient has been on several types of antibiotics and has been seen for a second opinion.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.